Event description:
Caller reported that the insulin gauge displayed an amount different than expected earlier in the day, showing a fill estimate of zero instead of no less than 100 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and mixing insulin from the old cartridge with new insulin. Technical support instructed the caller to get in touch again for troubleshooting if they encounter the issue actively. No further resolution information was provided.